Event description:
It is reported that the continuum cup impactor broke while inserting the cup. Two to three threads broke off in the cup. The cup was removed and replaced. This incident prolonged the surgery by 30 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.